Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 08/04/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: during investigation, it was observed that there was corrosion observed in the battery compartment; there was no further damage found to the battery compartment. No leaks were found during leak testing. The pump was opened and there was no further evidence of moisture found.